Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4x12mm, eccentric, de novo target lesion with a significant bend of >= 90 degrees was located in the mid left anterior descending artery. Following pre-dilatation with a maverick balloon catheter, a 4.00 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4x12mm, eccentric, de novo target lesion with a significant bend of greater than equal to 90 degrees was located in the mid left anterior descending artery. Following pre-dilatation with a maverick balloon catheter, a 4.00 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.